Event description:
A caller reported experiencing cgm error 42, which they discussed with customer technical support. There was no adverse impact to the customer's blood glucose level. The technical support team provided complete instructions for resetting the pump, and after following the guidance, the caller successfully started a new sensor session without encountering the error again.